Event description:
Additional information received from the consumer reported it was very slow to charge completely. To resolve the issue they made sure it was directly over the stimulator which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they were hooked up to a heart monitor there was interference due to the deep brain stimulation (dbs). Agent reviewed how to turn implant on/off. The caller stated sometimes when they charge its takes one hour and that some nights they will fall asleep and three hours later the implant is still not charged. The caller did not have the recharger at the time of the call. Caller confirmed they have good coupling when charging. Agent advised to monitor and can call back if they would further like to troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.